Event description:
Recently, our hospital, a 770-bed academic medical center, switched out all of our older large volume infusion pumps to the b. Braun infusomat space large volume infusion pump. This occurred in the beginning of (B)(6) 2023. Initially there were some issues that were related to "growing pains" and were found to be user error. However, after several months of usage, we noticed that we were experiencing a very large number of alarms related to downstream occlusion and air bubbles in line. This was confirmed by running reports in our dose trac ® infusion management software. These concerns were reported to b. Braun, who met with us weekly after our initial go live. Despite several interventions, such as getting all new lots of tubing, providing re-education to all user staff, and continuous trouble shooting, we continue to get these errors. Members of the b. Braun team have been on site several times and have witnessed these issues. Multiple samples of both tubing and pumps have been sent back to b. Braun. They are currently testing these for errors and have formed a task force to address these issues. I am reporting this as we are seeing multiple workarounds by staff, that may be unsafe, and could lead to patient harm. Some of these workarounds include giving medication via bolus rather than continuous IV infusion, bypassing the infusion pump altogether and running an infusion via free flow, and even resorting to calculating the drip factor for a drug infusion.